Event description:
During an unknown procedure, it was reported by rep broken trigger. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion based upon ifo received and visual examination, it was concluded that instrument was returned non-functional. Instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of jaws and failure to properly follow reloading instructions.